Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, rupture, and silicone migration.

Event description:
Patient reported left side "silicone is up in her arms and is causing her lymph nodes to enlarge", rupture and ¿so sad, the grief and loss I feel to be losing my breasts is huge. I am so concerned what I will look like as I will end up worse than I started. I am scared as well as this experience was not surprised to be like this¿. The device remains implanted.